Event description:
It was reported that prior to using bd vacutainer® sst¿, an unspecified number of tubes exhibited temperature excursion during transport. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo displays a packing slip with the customer's order information and indicates that the temperature experienced during transit was 42.5°c. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: storage. The root cause was due to a shipping excursion issue. Per instruction for use(IFU): "store tubes at 4¿25 °c (39¿77 °f), unless otherwise noted on the package label." Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, an unspecified number of tubes exhibited temperature excursion during transport. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.